Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The staples appeared to be misaligned. The stapler was returned with 28 staples left in the cartridge indicating that at least 7 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement, a staple was able to properly form and release. However, no more staples were able to fire. The misalignment of the staples is preventing the staples from moving down the track and into the other remarks: forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. Only 1 out of the 28 remaining staples was able to properly form. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. Upon functional inspection, it was found that only one of the staples in the returned stapler was able to properly form and release. The other remaining staples were unable to fire from the device. The staples are misaligned which is preventing them from moving down the track and into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 28 staples left in the cartridge indicating that the stapler was fired at least 7 times by the end user. No errors could be found in the assembly to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staplers got stuck during patient use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of (B)(4) pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was received with its trigger partially engaged. The returned stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. No other defects or anomalies were observed. The stapler was received with 25 staples left in the cartridge indicating that at least 10 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able other remarks: to properly form and release. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staples stuck in unit" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The staplers got stuck during patient use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staplers got stuck during patient use. The patient's condition was reported as fine.